Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in fair physical condition with both the housing damaged. The review of device history log identified following event: 960> error - 1870 - (B)(6) 2012 1:00:00 pm. Functional testing included simulated use testing. The pump was powered on and the device immediately displayed lec 1871. During further investigation the pump was opened and it was found that the pump's motor was locked out. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this cadd legacy plus infusion pump was alarming code 1870 and 1871 due to faulty motor. No adverse effects were reported.